Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "replace sensor" message on the day he applied the adc freestyle libre sensor. As a result of being unable to obtain a glucose result, customer experienced a loss of consciousness and had contact with a healthcare professional who treated him with glucagen (glucagon injection). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer received a "replace sensor" message on the day he applied the adc freestyle libre sensor. As a result of being unable to obtain a glucose result, customer experienced a loss of consciousness and had contact with a healthcare professional who treated him with glucagen (glucagon injection). There was no report of death or permanent impairment associated with this event.